Event description:
It was reported that during a ptca procedure, the distal tip of the wire fractured while wiring the circumflex lesion. The physician elected to secure the tip of the wire with a stent. Patient status is listed as "okay".